Event description:
On (B)(6) 2005, the plaintiff was implanted with an ams sparc sling. It was alleged by the plaintiff's attorney that the plaintiff "suffered injuries including pain, mental anguish, discharge and dyspareunia as a result of her implantation." It was also alleged that the plaintiff experienced mesh erosion, infection, chronic pain leading to the need for further surgery, diminished capacity for the enjoyment of life, a diminished quality of life, and other such damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.